Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated unknown intravenous antibiotic(s) (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After four days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.